Event description:
(B)(4). Event occurred in the united states. It was stated that on (B)(6) 2019, the patient experienced high blood glucose level reported to be more than 500 mg/dl at the time of incident. On the same day around 10:00 am, the patient was subsequently hospitalized for high blood glucose level and diabetic ketoacidosis. As corrective treatment, the patient received intravenous drip. At the time of this report, the patient was still in the hospital as she could not keep any fluid down and was unaware that the set, she had on, was bent. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.